Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color during withdrawal. The system was continuously withdrawn, and the plug release button was not pressed. Manual compression was subsequently used to achieve hemostasis. There was no reported patient injury. The procedure used a retrograde approach. There were no visible signs of device or package damage prior to use. The femoral artery was confirmed suitable on angiography with an appropriate insertion angle, and the vessel diameter was verified to be at least 5 mm. No calcium, plaque, stent, or stenosis greater than 50% was present at or near the puncture site, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. It was unknown whether the site had been previously closed within 30 days. There was no difficulty connecting the vascular sheath introducer with the vascular closure device (vcd). The exoseal vcd and the non-cordis sheath were retracted together until pulsatile flow significantly decreased, although the indicator window did not change to solid black. The indicator wire cowling locked with an audible click, and pulsatile flow was observed from the bleed-back indicator. During retraction, the bleed-back markedly decreased, the physician did not place a thumb on the plug deployment button, and no red color appeared in the indicator window. Upon removal, the indicator wire loop was deployed with no anomalies. The bleed-back indicator was not visibly damaged, and blood flow did not stop and restart. The customer reported that after standard operation, no pulsatile blood flow was observed, and the indicator window did not change color throughout withdrawal until the entire delivery shaft was removed from the patient. There were no other adverse outcomes reported. The device will be returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color during withdrawal. The system was continuously withdrawn, and the plug release button was not pressed. The customer reported that after standard operation, no pulsatile blood flow was observed, and the indicator window did not change color throughout withdrawal until the entire delivery shaft was removed from the patient. Manual compression was subsequently used to achieve hemostasis. There was no reported patient injury. The procedure used a retrograde approach. There were no visible signs of device or package damage prior to use. The femoral artery was confirmed suitable on angiography with an appropriate insertion angle, and the vessel diameter was verified to be at least 5 mm. No calcium, plaque, stent, or stenosis greater than 50% was present at or near the puncture site, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. It was unknown whether the site had been previously closed within 30 days. There was no difficulty connecting the vascular sheath introducer with the vascular closure device (vcd). The exoseal vcd and the non-cordis sheath were retracted together until pulsatile flow significantly decreased, although the indicator window did not change to solid black. The indicator wire cowling locked with an audible click, and pulsatile flow was observed from the bleed-back indicator. During retraction, the bleed-back markedly decreased, the physician did not place a thumb on the plug deployment button, and no red color appeared in the indicator window. Upon removal, the indicator wire loop was deployed with no anomalies. The bleed-back indicator was not visibly damaged, and blood flow did not stop and restart. There were no other adverse outcomes reported. One non-sterile exoseal vascular closure device, 5f, involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found deployed. A 5f non-cordis catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/ white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation was completed, by pulling the indicator wire to achieve the black/ black window position and continuing with the deployment lever depression. During this evaluation as expected the indicator window shifted to the black/white/red position and the plug was deployed. A high magnification microscopic review of the internal mechanism was performed, and no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device, as functional analysis demonstrated full window transition and successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the no change to indicator window, event reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.